Event description:
Event description guidant received information that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. It was reported that once the device got to the system summary screen, it would not go any further and would not respond to commands. The device was able to be interogated in the box without incident. Changing the egram channel did not affect the ability to interrogate the device. A second programmer also did not interogate the device.